Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during upgrade of the software in this subcutaneous implantable cardioverter defibrillator (s-ICD), the software update stopped part way through. Then, the device was unable to be interrogated with a programmer. Several programmers and wands were used without success. A magnet was placed over the device a no tones were emitted from the device. Technical services (ts) recommended performing a 60/60 magnet reset and assisted with local field representative with the reset process. The reset was performed, however, no tones were heard from the device at the end of the process. However, the device was able to be successfully interrogated with a programmer. No adverse patient effects were reported. This product remains in service.

Event description:
This report is being filed to update the evaluation conclusion code.